Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 06:30pm. The patient manages her diabetes with an insulin pump and stated that on (B)(6) 2016 at 06:30pm she administered 2 or 2.5 units of insulin. The patient reported at 06:40pm on (B)(6) 2016 she obtained a result of "328mg/dl" on another device. The patient denied developing any symptoms as a result of the meter issue and did not report receiving any medical intervention. During the call the cca noted that it was not the first time the meter had been used and the test strips had not expired or been stored incorrectly. The patient followed the correct testing procedure and the test strip completely drew in the sample. When the patient was walked through a retest the issue remained unresolved. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.